Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method during procedure.no patient injury reported.

Manufacturer narrative:
The device has been evaluated but the evaluation could not determine the cause of the event.(B)(4)